Manufacturer narrative:
(B)(4). The customer reported that the device would not shock during a cardiac arrest. There was no indication that patient outcome was impacted by device behavior. This complaint is still being investigated. A follow-up report will be submitted after philips obtain more information about this event.

Event description:
The customer reported that the device would not shock during a cardiac arrest.